Event description:
This report was received from global pharmacovigilance (gpv) is a spontaneous report by a consumer of peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2013, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was area not clean before starting peritoneal dialysis (pd). On the same day continuously, the patient was treated with injection (inj) fortum (1gm night bag, frequency, and route not reported) and inj. Reflin (1gm in night bag, ip, and frequency not reported). Pd therapy was ongoing. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Information regarding patient retraining on aseptic technique has been requested. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that the patient did not clean the area before starting pd therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). Additional information: the patient was retrained on proper aseptic technique.